Event description:
Customer reported and shows symptoms of low bg. Instructed customer to take a fast acting glucose source, e.g. Glucose tab, 1 tablespoon of honey, 4 oz of soda, 1 tablespoon of sugar. Instructed customer to suspend pump or disconnect if indicated and the recheck their bg levels in 15 minutes. Advised customer of bg level if not above 70 mg/dl, repeat treatment and to check again in 15 minutes. Customer was not admitted as an inpatient for medical treatment. Customer stated that the paramedics had to go to their house to treat their low bg's.